Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. It is unknown if the patient returned for routine follow-ups. The CT revealed that there was a type iii endoleak, separation between the contralateral limb and the extension resulting in aneurysm rupture. The physician stated that the cause of the type iii endoleak, separation was due to the severe angulation in the iliac artery and aorta and continued disease progression. The physician implanted two endurant iliac limbs 16x16 and a 13x13 and the type iii endoleak, separation was resolved. No additional clinical sequelae were reported and the patient is fine.